Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels reaching 57 mg/dl. Reportedly, low bg levels were due the pump personal profile settings needing to be adjusted and due to the customer exercising frequently. Customer drank juice and ate food to bring bg levels back to target range.